Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they fell and were concerned about their device. The patient further reported their heart rate was lower than the lower programmed pacing rate on their ipg. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.